Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. The customer reported receiving unspecified high sensor scan results compared to readings obtained on a adc meter. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced symptoms described as ¿tremors, sweating, couldn't stand on his feet¿ and was unable to self-treat. The customer received treatment of "sweet bar and jam" provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint and a valid lot number has not been provided for the meter. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle xido optium meter, no trends were identified that would indicate any product related issues. The dhrs for the precision strips was reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for the precision strips and all units performed within specification. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. The customer reported receiving unspecified high sensor scan results compared to readings obtained on a adc meter. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced symptoms described as ¿tremors, sweating, couldn't stand on his feet¿ and was unable to self-treat. The customer received treatment of "sweet bar and jam" provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The returned meter was investigated with known-good retained test strips and a known-good retained battery. Visual inspection has been performed on returned meter. No issues were observed. Meter powered on with button depression strip insertion and cal bar insertion. Control solution test was performed all results were satisfactory. Therefore the issue is not confirmed. Manufacturing and distribution of this product line has been discontinued and the manufacturing date of this product shows it is beyond its useful life. Since the product exceeded its useful life, it is determined to have met specification from manufacture through its intended lifespan. No design, manufacturing, or labeling mitigations are required/possible due to the manufacturing and distribution of this product line being discontinued. Such products have had significant time in the field to provide the feedback on failure modes and associated mitigations applicable to that product which are considered and integrated into the mitigations for similar future product. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. The customer reported receiving unspecified high sensor scan results compared to readings obtained on a adc meter. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced symptoms described as ¿tremors, sweating, couldn't stand on his feet¿ and was unable to self-treat. The customer received treatment of "sweet bar and jam" provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.